Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary smart remote manager could not be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) displayed a storage space error but did not appear in the recovery list. A technical support specialist despite multiple software troubleshooting steps¿including renaming the srm, restarting the station, setting up a blank database, repairing the application, and resynchronizing¿the issue persisted. The tsc noted that most software-related actions had already been attempted and inquired whether the srm had been recalibrated or tested through the hardware test application (hta) hardware status, as recommended in the hardware guide, which advises recalibration every 12 months to prevent hardware issues. It was explained that if the srm was not recognized by the station, the standard procedure involves reseating the cable connection and recalibrating the srm. In cases of hardware failure, part replacement was typically required. The tsc requested an update on the current status and, if all steps had been followed and the issue resolved, customer confirmed to close the case. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary smart remote manager could not be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.